Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of essure device(uterus)"), pregnancy with contraceptive device ("pregnancy on essure micro-insert") and genital haemorrhage ("heavy and irregular bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2004, (B)(6) 2009)), adenomyosis and pelvic discomfort. Concurrent conditions included vaginal haemorrhage. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, back pain, dyspareunia and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, dyspareunia, genital haemorrhage, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion diagnosis: (B)(6) 2016 adenomyosis. Uterus, cervix, hysterectomy: disordered proliferative endometrium fallopian tube remnants with embedded wire coils. (Gross diagnosis) cervix without histologic abnormality. Surgical pathological report: gross examination: diagnosis: there are coiled metal wires is embedded in the cornual and attached minimal short segments of fallopian tube. No tubal tissue without wire I present to submit for microscopic analysis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc (product technical compliant). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of essure device(uterus)"), pregnancy with contraceptive device ("pregnancy on essure micro-insert") and genital haemorrhage ("heavy and irregular bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 (B)(6), adenomyosis and pelvic discomfort. Concurrent conditions included vaginal haemorrhage. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, back pain, dyspareunia and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, dyspareunia, genital haemorrhage, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion diagnosis:(B)(6) 2016. Adenomyosis. Uterus, cervix, hysterectomy: disordered proliferative endometrium fallopian tube remnants with embedded wire coils. (Gross diagnosis) cervix without histologic abnormality. Surgical pathological report: gross examination: diagnosis: there are coiled metal wires is embedded in the cornual and attached minimal short segments of fallopian tube. No tubal tissue without wire I present to submit for microscopic analysis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: patient details, pregnancy information, product information, new events pregnancy and device ineffective were added. On 27-feb-2018: medical record received- reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 pelvic surgery done to try and alleviate the symptoms). At the time of the report, the perforation, genital haemorrhage, back pain, dyspareunia and weight increased outcome was unknown. The reporter considered back pain, dyspareunia, genital haemorrhage, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.